Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained, rv oversensing due to post-paced t-wave oversensing was observed on the device. Patient was asymptomatic. Programming changes were recommended. No programming changes were made. Patient is to be seen in clinic in march. No further information available.

Manufacturer narrative:
Correction : user facilty was not checked.